Event description:
Redness [injection site erythema]. Warm to touch [joint warmth]. Fluid drawn [knee effusion] . Increased pain [knee pain] ([condition aggravated]). Swelling [knee swelling] . Case narrative: initial information received on 01-jun-2018 from united states regarding an unsolicited valid serious case received from a health professional. This case is linked to (B)(4). This case involves a male patient who experienced fluid drawn (latency: unknown), increased pain (latency: unknown), redness (latency: unknown), warm to touch (latency: unknown) and swelling (latency: unknown), after receiving medical device hylan g-f 20, sodium hyaluronate (synvisc one). The past medical history, medical treatment(s), vaccination(s) and family history of the patient were not provided. On an unknown date, the patient received bilateral intra-articular injection of synvisc-one (dosage and indication: unknown) 1x with lot - 7rfl026a, exp 31-aug-2020. On an unknown date after receiving the injection, the patient experienced increased pain (latency: unknown), redness (latency: unknown), warm to touch (latency: unknown) and swelling (latency: unknown) and had fluid drawn (latency: unknown) and was given steroids as treatment. Action taken: unknown. Corrective treatment: steroids for all events. Seriousness criterion: required intervention for all the events. Outcome: unknown for all the events. A pharmaceutical technical compliant (ptc) was initiated on 19-jun-2018 for product synvisc one (lot number: 7rsl026) with global ptc number: (B)(4). The production and quality control documentation for lot 7rsl026 expiration date (2020-08-31) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl026 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 09-jul-18 there were 13 complaints on file for lot # 7rsl026 and all related sublots. 13 complaints are on file for lot# 7rsl026a (10) adverse event reports, (1) tip needle breakage and (2) leaky syringes. Sanofi will continue to monitor complaints to determine if a CAPA is required. Additional information was received on 11-jul-2018. Lot number of synvisc one was updated from 7rfl026a to 7rsl026. Global ptc number and results were added. Text was amended accordingly. Follow up was received on 11-jul-2018. No new information was received.